Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated that customer received the following results on the compact plus system within 5 minutes: 5.6 mmol/l and 3.4 mmol/l. Customer had unspecified hypoglycemic symptoms at the time of the results and self-treated with orange juice. No adverse event reported. The manufacturer requested return of suspect product for evaluation.